Event description:
End-user reported inaccurate readings on easy touch meter. End-user tested received reading of 159 late in the afternoon after snacking on cheese and crackers. End-user then dispensed insulin via medtronic insulin pump. End-user's daughter found her on the couch after returning from work. End-user's daughter called an ambulance. End-user was admitted to the hospital. The end-user's blood sugar was 22 mg/dl when the ambulance arrived. Customer believes issue arose form inaccurate readings from easytouch meter. Meter and strips are being returned for investigation. (From call log of mhc).